Event description:
It was reported that pre-dilatation was performed and a 2.75 x 28 mm promus stent was placed in the proximal circumflex artery (cx). An attempt was made to place a 2.25 x 15 mm promus stent in the distal cx, but it was unable to cross and the stent dislodged from the balloon. A snare device was used to successfullly retrieve and remove the stent implant from the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned to abbott vascular for analysis and no anatomical information was provided which may have assisted in the investigation. It was reported that the promus stent was attempted to be advance in the distal circumflex (cx) distal to a previously implanted stent in the proximal cx. It should be noted that the promus instructions for use states that although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, it appears that the stent delivery system may have interaction with previously implanted stent and contributed to the reported failure to cross the lesion and subsequently resulted in the stent dislodgement. A review of the lot history record revealed no associated nonconformances, indicating all lot release testing met specification. Based on this investigation, there is no indication of a product quality deficiency.